Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of the pulse generator transmissions, the device exhibited an electrogram/intracardiac electrocardiogram anomaly. No intervention or patient symptoms were reported. No further information was available at this time.